Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty solder joint on a transformer on the processor/bridge/pace board. The processor/bridge/pace board was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during incoming inspection testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.